Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it was unclear whether the reprocess could be carried out according to the IFU, so the cause of the residual foreign matter could not be identified. The root cause could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200n reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.